Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 06/25/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the black box data/histories for the event have been overwritten due to continued use of the pump. Pump powers to verify screen with audible and vibratory features. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 180u. Removed cartridge and verified cartridge was at 180u. Investigators reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 180u, display correctly read 180u. Units remaining were calculated correctly. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).